Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported constant downstream occlusion, which was reproduced during evaluation. A review of the event history log identified constant downstream occlusion. The cause was determined to be an out of specification force sensor calibration reading and chipped downstream tubing guide. The force sensor was calibrated and downstream tubing guide was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a constant downstream occlusion. There was no known patient injury or medical intervention associated with this event. No additional information is available.